Event description:
It was reported during an implant; high pacing impedance was noted on the lead. When attempting to reposition the lead, the stylet would not fully advance. The lead was replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed, while the reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The stylet used in the field was not returned with the lead. Visual and x-ray inspections found the inner coil inside the connector region was overtorqued. Unable to perform stylet insertion test due to the overtorqued inner coil inside the connector region. The cause of the reported event of failure to advance stylet was isolated to the overtorqued inner coil, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.